Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The customer stated that they already tried changing the batteries and the battery cap but the insulin pump would not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump power up properly the problem was isolated to electronic assembly; unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to blank display. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.